Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03311. It was reported that rotawire detachment occurred. The target lesion was located in the coronary artery. A 1.50mm rotalink¿ plus and a rotawire were selected for use. During a left heart catheterization with atherectomy and percutaneous coronary intervention (pci), a 1.75mm rotalink¿ plus was used; however, it was noted that the device had small pinholes in the tubing for the connection of the rotaglide mixture. Furthermore, whenever the physician puts another pressure on the 1.75mm rotalink¿ plus, it was leaking from the pinholes. Consequently, the physician decided to use a 1.50mm rotalink¿ plus. During platforming, it was noted that the rotaburr burned and cut the rotawire in half. The procedure was completed with another of the same 1.50mm rotalink¿ plus. No patient complications were reported and patient's status was fine.